Event description:
Hill-rom rec'd a report from the account stating that the viking mobile lift was missing a front wheel, but the account does not know how it became missing. The account did not notice the wheel was missing when they used the lift to raise a pt. The lift's leg sank down and the lift would not move. The pt was lowered back down. There was no pt or user injury reported. The lift was located in the pt room. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The account found that the front caster came off the lift. According to svc manual for viking m ((B)(4) rev 17) the following shall be check at periodic inspection: castor wheels, forks and fork covers. Verify that the castor fasteners are tight. There should not be any play between the fork and the castor nut. Remove the front fork cover and inspect safety casing and bolt channel for cracks or fractures. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The customer replaced the front caster to resolve the issue. Based on this info, no further action is required.